Event description:
(B)(6) called after receiving an autopsy report for the deceased pump user (B)(6). The report states cause of death was most likely due to ketoacidosis, the time of death being on (B)(6) 2012. The autopsy report was done by (B)(6) at (B)(6) on (B)(6) 2012. The pump had been stored w/o batteries. No data available for time period when pump user passed away. Explained that this is most likely due to the pump being stored without batteries for a longer period of time. The reservoir and infusion set is available for returning. No report or suspicion of pump malfunction reported. The user was at home with a friend and the pump user's son. They went to go shopping and when they returned, the user showed no signs of life. The user had mentioned not feeling so well before friend and son left home. The friend called the emergency phone (B)(6) and tried CPR on the user until ambulance arrived. Further CPR tried until the user was declared deceased by a doctor on call. There was no info available if the pump was connected to the user when she was found deceased. This could not be verified. The pump and disposables were in a bag when the pump user was sent for autopsy. (B)(6) told that the user was most likely put in a morgue prior to being sent to (B)(6) for the autopsy. (B)(6) first found out about the users death in the newspapers obituary in (B)(6). They contacted the forensic autopsy department in (B)(6). The pump user has been on pump therapy for 5-6 years. The pump that the user had now was started in (B)(6) 2012. Prior to starting with the veo pump the user had been of csii for a while due to other reasons. (B)(6) confirmed that the user was an experienced pump user.

Manufacturer narrative:
One used device was returned to unomedical. Eval summary, MFR report #(B)(4). Used device: a visual inspection and tests for flow and leak were performed on the returned used device. The pcc connector needle was clogged (by insulin). Unused devices: no unused devices were returned for testing. Reference samples: the retained samples were not tested. Lot number unk.